Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results werre 89mg/dl, 369mg/dl, 286mg/dl, 196mg/dl, 104mg/dl. Tests were done within 10 minutes with a difference of 50%. Patient did not experience any adverse events. No further information has been reported. Note-patient using expired control solution.